Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 466 mg/dl at the time of incident. Customer reported the cause of their hospitalization was from diabetic ketoacidosis. The customer was admitted overnight. Customer stated they had dry heaving and was confused from their blood glucose. The customer reported several visits to the hospital in the past. It was later found the customer's blood glucose rose to 500 mg/dl while they were asleep. The customer reported having chest pains and sweating from their blood glucose. The customer's daughter stated they were transported to the hospital again on (B)(6) 2015, but was not admitted. The customer's blood glucose was 300 mg/dl at the time of incident. The customer declined to troubleshoot for their blood glucose. The insulin pump will be returned for analysis.